Event description:
(B)(4) guide wire was used for t2 gtn surgery, because of narrow canal, (small diameter flexible reamer cannot go through with (B)(4)) then after insert 8mm gtn over the 1806-0083s, guide wire could not be pull out. The ball was too big to pass through the nail.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.